Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 30 mg/ml morphine at a dose of 4.501 mg/day, 0.4 mcg/ml clonidine at a dose of 0.06001 mcg/day, 30 mg/ml bupivacaine at a dose of 4.501 mg/day, and 0.2 mcg/ml baclofen at a dose of 0.03001 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having an MRI not due to the device or therapy. A flipped pump was reported and a revision was scheduled. The pump was manually flipped back. The patient stated that the pump had always moved, but she could feel the side when it flipped and it was hurting her. The patient also reported overdose symptoms. The event occurred 3 weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.